Event description:
Additional information was received from the rep and it was noted that the trajectory guide was discarded. Navigation was not aborted. The system performed properly in a system check and subsequent cases. The cause was not known why the needles would not track.

Manufacturer narrative:
H3) a medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. A hardware analysis of biopsy needle kit, 9733068, passive 066528419 was initiated to determine the probable cause of the issue. Analysis found that the two returned biopsy needles were slightly bent. Otherwise, both needles tracked without issue on a known good system. No problem found. A hardware analysis of traj guide kit, 9733065, biopsy, ext unknown was initiated to determine the probable cause of the issue. Analysis found that the returned guide kit pieces were all intact and had normal function. No problem found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733068, serial/lot #: (B)(4), ubd: 11-oct-2021, UDI#: (B)(4). Product ID: 9733065, serial/lot #: unknown, ubd: 11-oct-2021. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy procedure. It was reported that after locking the trajectory, the biopsy needle was not being tracked. Another needle was used and had the same issue. The surgeon went to an open approach to complete the procedure. There was a 20 minute delay and no impact to patient outcome as a result of this issue.